Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. The device was returned to the manufacturing site (B)(4) for service and repair. There were no visual anomalies noted on the returned driver. The driver passed all functional testing at the 22mm and 15mm positions and the driver also passed all force testing. The reported self-activation could not be replicated. The springs and the latchplate assembly were replaced as a preventative measure. The device was cleaned, lubricated and returned to the customer. Medical records were not provided; therefore, a review could not be performed. Images/photos were not provided; therefore, a review could not be performed. The investigation is unconfirmed for self-activation, as the device functioned as intended, and the reported issue could not be replicated. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to this event. The current magnum reusable core instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self activated once while inserting into the patient. It was further reported that the device allegedly self-activated outside the patient several times throughout the procedure. Reportedly, the procedure was completed with the affected device. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device self activated on several occasions. Reportedly, the procedure was completed with some difficulty with the affected device. There was no reported patient injury.